Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, which the caller followed successfully, resolving the issue without further errors or complications.